Manufacturer narrative:
Device not returned, followed up with company representative.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at level t12. Reportedly, the bone cement was observed as 'not homogenized' and was 'grainy' and 'not smooth' as it should be. The grainy bone cement was used and there were no extravasations. The procedure was completed successfully and the pt was in good condition. No additional information was reported.